Manufacturer narrative:
The damage found was sustained during procedure, visual inspection of the header and components found setscrew inset walls had marks consistent with insertion of torque wrench at an angle. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-21105. It was reported a patient presented for a procedure on (B)(6) 2021. During procedure while repositioning the right ventricular (rv) lead, it would not reinsert into the header of the pacemaker. Upon visual examination, it was noted the distal sealing ring on the rv lead was damaged. The physician elected to remove the damaged portion of the rv lead and connected it to a new pacemaker within the same procedure. Post-procedure the patient was stable.